Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had received inappropriate high voltage therapy from their right ventricular lead due to oversensing. Imaging revealed that the lead had dislodged and pulled back to the tricuspid valve resulting in oversensing of atrial and ventricular signals. On (B)(6)2019, the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.